Event description:
The pt had low cardiac output after a CABG operation. After iabp for approx 10 mins, gas bubbles were seen in the aortic cannula and blood was noted in the iabp tubing. The iab was removed and a second iab was inserted into the pt. Resuscitative techniques to salvage the pt were unsuccessful and the pt went on to expire. Event complications: the pt expired - reported 7/2/99.) Pt's current status: expired - rpt'd 7/2/99.